Event description:
It was reported that during a partial lobectomy procedure, the device reportedly functioned as intended. The surgeon investigated the staple line and staple formation and everything was fine. Apprroximately seven hours post operatively, the pt coded. The patient was resuscitated for forty minutes and brought back to a state of stability. A reoperation was performed and durng the reoperation, loose staples were found floating freely and opened along the staple line. The area was repaired. The pt suffered hypoxia and remains in a coma.

Manufacturer narrative:
Evaluation summary: two sterile devices of the same lot number were received. One instrument was opened and tested for functionality. The instrument fired and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.